Event description:
Approx 2 hrs into treatment at 1340, 10 min after pt's last bp and safety check blood was found under pt's chair. The venous line had separated from the arterial port of pt's split ash cath (lines were reversed 25 min into treatment due to insufficient blood flow). 500 cc ns was given, pt's vital signs were stable and pt was alert. Stat cbc drawn at time of event and 30 min post event. Pt continued treatment and went to hosp for observation and a transfusion of 2u packed rbc's, vital signs remained stable throughout treatment. The machine did not alarm at time of incident. Est blood loss 300cc.